Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that per the ventricular assist device (vad) coordinator the patient was having trouble disconnecting the battery on port two of controller 2.0. The patient reported the connection seemed stiffer than the one on controller 1.0. It was noted that the patient has arthritis and the patient's thumb is not able to reach the far end of the connection to turn it loose. The patient experienced annoyance as a result. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release.  Failure analysis was not performed since the unit was not returned.  Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported event can be attributed to, but not limited to, connector damage, bent pins and/or connector wiring failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.